Manufacturer narrative:
Manufacturing date originally reported with year 2016. Corrected to reflect actual release date of september 23, 2010. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device was used for treatment, not diagnosis. (B)(6). Additional code: hwc. (B)(4). The removed hardware is not available for return per the facility. The investigation could not be completed; no conclusion could be drawn, as no product was received. The lot was release to the warehouse on 23-sep-2010. Work order was issued on 08-sep-2010 for qty (B)(4). The review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. There were no nonconformances generated during production. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient had original surgery for open reduction internal fixation (orif) was on (B)(6) 2016 due to a fall. The patient had revision surgery on (B)(6) 2016 for loose devices and an infection. During the revision surgery, all implants were removed and replaced with a longer plate and screws. Preoperative x-rays revealed; that the proximal end of the plate pulled away from the humerus and the six (6) screws were loose. All of the failed devices were loose but were not broken. The patient had a deep infection and was treated with antibiotics. There was no surgical delay reported and the procedure was completed successfully. This report is 2 of 7 for (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. Manufacturing location is (B)(4) not unknown as previously submitted on initial report (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.